Event description:
It was reported that during a lobectomy procedure, one or two staples malformed on the second firing. They were box shape. Staple reinforcement material was used. The surgeon put some overstitches to close the tissue. No patient consequence was reported.